Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. What healthcare professional fired the device and what is his/her experience with the device? Dr. First time using the powered ils. Decades of experience with manual ils. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-mid. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Audible. Were the donuts inspected? If so, please describe. Yes. Fully intact. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Non. Was a leak test performed? If so, what was the result? Yes. Good leak test, no bubbles. How many days postoperative did the leak occur? Pos 4. How was leak identified? Visually. What was observed at the site of the leak upon reoperation? Gap in anterior portion of anastomosis. Were there any issues noted with staple formation at any point throughout the care of the patient? Nothing noteworthy. How was the leak addressed? Diverting colostomy. What is the current status of the patient? Good. Discharged.

Event description:
It was reported that post op of a laparoscopic low anterior resection, post op day three the patient presented signs of abdominal pain and fever. Post op day four the patients symptoms got worse. The CT scan was negative for a leak. Upon reoperation a leak was plainly visible at the twelve o'clock anterior point of the staple line. The anastomosis was oversewn. The patient was diverted with a temporary colostomy. As of (B)(6) 2019 the patient is doing okay.